Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system received an inappropriate shock (due to programming) for an atrially conducted arrhythmia. It was also noted that recommended replacement time (rrt) was declared six weeks prior. The patient was under (B)(6) care. Technical services discussed the possibility of magnet application if the patient does not want therapy. Additional information was received that the patient passed away the following day. A cause of death was requested and not received.

Manufacturer narrative:
The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction (inappropriate shock) is normally submitted via a bimonthly medwatch report submission that would have been due on 2013-10-10. Information was subsequently received on 2013-09-10 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: 419688 implantable pacing lead, implanted: (B)(6) 2010; product ID: 5076-52 implantable pacing lead, implanted: (B)(6) 2010; product ID: competitor implantable tachy lead, implanted (B)(6) 2010. (B)(4).